Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper endoprosthesis placement and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of a descending thoracic aortic pseudoaneurysm using a gore® tag® thoracic endoprosthesis (tgu343415j/16250444). The endoprosthesis was deployed just distal to the left subclavian artery (lsa), and the partially uncovered stent at the proximal end of the device was on the ostium of the lsa as planned. After deployment, blood pressure was measured using a pressure sensing system sheath inserted in the left upper arm. A pressure discrepancy of approximately 20 mmhg against blood pressure measured via arterial line was reportedly observed. A bare metal stent was implanted in the lsa to preserve vessel patency. Blood pressure was measured again, and the pressure discrepancy was still observed. The procedure was concluded and the patient tolerated the procedure.